Event description:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that it would not charge for defibrillation. There was no patient involvement. The fse evaluated the device and found the therapy pca malfunctioning. The therapy pca was replaced and the device passed all testing and device was put back into service. Based on the information available and the testing conducted, the cause of the reported problem was therapy pca. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The therapy printed circuit assembly (pca) with part number 453564489061 and serial number (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The therapy board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The device powered up normally and displayed all relevant waveforms. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. The dfm100 therapy knob was then set to 170j, and a successful operational check was run. The root cause of the device failure is unknown. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, this pca was returned " dispensing test failed.". This was not verified in lab testing. The therapy pca passed all tests during operational check and performed as expected. Therefore, there is no fault found (nff) with this therapy pca.